Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) was displayed as "high"; however, a specific value was not provided. Reportedly, the customer took no action to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.